Manufacturer narrative:
This report is being sent as follow-up no. 1 to provide the completed investigation results. The actual device was not returned; therefore, an evaluation of the actual device was unable to be conducted. Since the sample was not available for evaluation, the complaint cannot be confirmed. The exact root cause cannot be determined. The carrier tube could not be inserted properly due to a kinked hemostasis sheath. The device history record (DHR) review determined that the device was in a conforming state when released from terumo control. There is no indication that any manufacturing, design, or quality system issues may have led to this event. Currently, no action is recommended since this risk evaluation is within the predetermined limits in the failure mode and effects analysis (fmea).

Event description:
The user facility reported that the involved angio-seal device was intended to close the right femoral artery failed during sheath insertion; the wire could not be inserted, resulting in an unsuccessful seal. A second angio-seal was used but also failed due to the incomplete sealing of the artery from the previous attempt. The patient is stable with an estimated blood loss of less than 250cc. Additional information was received on 16 jul 2024: the procedure took place in an ep lab using an 8 fr sheath. It is unclear whether a pre-deployment angiogram was performed. It is also uncertain if the inability to insert the sheath over the wire pertained to the first angio-seal. The specific issue with the second device remains unknown. Hemostasis was achieved through manual compression, and the patient remains stable.

Manufacturer narrative:
A1: patient identifier: requested, not provided a2: age or date of birth: requested, not provided a3a: sex: requested, not provided a3b: gender: n/a a4: weight: requested, not provided a5: ethnicity: requested, not provided a6: race: requested, not provided d6a: implanted date: device was not implanted d6b: explanted date: device was not explanted the actual device has been returned for evaluation. The investigation is currently ongoing. A follow-up report will be submitted once the investigation is complete.